Manufacturer narrative:
New information received notes that there is no complaint of high impedance on the abbott pacemaker involved in this event. Instead, the complaint is on the competitor product.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information has been requested and not yet received.

Event description:
It was reported that the patient presented in clinic for a device check. Upon interrogation, the pacemaker exhibited autopolarity switch due to high lead impedance measurement. The lead was tested in the clinic and did not have any apparent anomalies. The physician noted that the patient had a non-cardiac procedure performed and electromagnetic interference during procedure could have contributed to high lead impedance measurement resulting in autopolarity switch. No intervention has been performed and the patient experienced no adverse consequences.